Event description:
Customer alleged an undosed glucose result of 101 mg/dl on the compact plus system. The customer had not yet applied blood to the strip. No symptoms, treatment or actions were reported. No serious adverse event was reported in relation to the alleged malfunction. Suspect product was returned by the customer; replacement product was sent.